Event description:
Pt with atrial flutter and idiopathic rvot vt underwent cryoblation for flutter. Following confirmatory pacing, inferior st elevations lasting 5 minutes were observed, and a coronary arteriogram was performed. The coronary arteries were normal, and coronary spasm was postulated. The physician felt that the coronary spasm may have been the result of cryoblation, although it did not occurr during cryoblation, or the result of autonomic nervous system response to an ablation close to coronary sinus os. The pt recovered completely and the procedure was continued without further event. The device did not malfunction, but the device contribution to this event cannot be ruled out.